Event description:
It was reported that the physician expressed strong dissatisfaction with the company, stating concerns about unresolved device battery issues and a perceived lack of corrective action. The physician stated they had previously submitted multiple reports, including a device for analysis, and felt they never received an adequate response. The physician was clear that they did not wish to continue discussing the matter, including email. After reviewing the situation, it was noted that although the physician stated they had previously returned a device and submitted multiple reports, no corresponding files or documentation could be found internally. Because of this lack of evidence and because the physician¿s comments about ¿serious battery problems¿ may reflect general dissatisfaction with the device design rather than an actual premature end-of-life event. This case will classify the issue more broadly as a general performance concern rather than premature end of life for unknown patient and device. No other relevant information has been received to date.